Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding a male patient, initials unknown, who experienced arthritis after starting synvisc. The patient's medical history is significant for gonarthrosis. The hcp reported that the patient received a 2ml injection of synvisc, but did not report the date, location or number of injections. The patient developed arthritis, for which he required hospitalization. The discharge summary was not provided. The hcp assessed the relationship between the event of arthritis and the synvisc treatment as definite. The product lot number was not provided. At the time of this report the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.